Event description:
Per info received: the pt was diagnosed with paravalvular leak. Per the translated autopsy report: "there was presence of two horizontal ruptures, just below the ring of the prosthesis. These ruptures have irregular borders and the endocardium around the full annulus is inflamed." The pt also had endocarditis.